Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to blurry vision and halos around bright lights following implantation. The patient¿s daily activities were significantly affected by the bright lights and halos. The lens was removed and replaced with an unknown lens during a secondary surgical procedure. This event occurred on (B)(6) 2024, with the patient¿s vision noted to be 20/70 pre-operatively. The current status of the patient is unknown. No injuries or additional medical interventions were required. No further information was provided.